Event description:
The revolution catheter was stuck with a galeo guide wire.

Manufacturer narrative:
The catheter was analyzed by mfg engineering, r &d and quality engineering. The catheter is intact in that it remained in one piece with no portions determined to be missing. The monorail area was found to have sufficient material and strength in the wall as evidenced by the amount of tearing that was observed. The guide wire was found to be severely bent or prolapsed. The guide wire was verified, using a calibrated micrometer, to be a .014" accessible device. The catheter was moved in the straight section of the wire, back loading the guide wire into the distal end of the catheter, and was found to move freely with no friction indicating that the monorail and skive area is molded correctly and has a smooth transition. The catheter was also moved into the section of the bent guide wire and confirmed that it could not be advanced or withdrawn, as indicated by the complaint. There are no observed process or workmanship defects on the distal tip of the catheter. The IFU states, "never advance the distal tip of the imaging catheter near the very floppy end of the guide wire. This part of the guide wire will not adequately support the catheter. A catheter advance to this portion may not follow the guide wire when it is retracted and cause the guide wire to buckle into a loop. If this occurs, remove the catheter assembly, guide wire and guide catheter together. If the catheter is advanced too near, the end of the guide wire, advance the guide wire while holding the imaging catheter steady. If this fails, withdraw the catheter and guide wire together". Although there was no pt impact associated with this incident, there is a potential for injury should this happen again. This report is being sent as a notification.